Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the arrow button on the insulin pump must held to side. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the buttons were worn. Customer declined to transfer the 24 hours helpline. Customer stated that the screen had scratches and the insulin pump rejected the batteries. The insulin pump will not be returned for analysis.